Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2012, inratio2: 0.9, lab: 2.2. Time between testing: immediate. Pt's therapeutic range: 2.5 (no range given).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 0.9, reference: 2.2, mean: 1.55, confidence limits: 1.1 - 1.9. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met accuracy criteria. Investigation results for retained strip lot #272215: donor 1: 1st inr: 1.7, 2nd inr: 1.7, 3rd inr: 1.7, ref: 1.67, bias threshold: 1.17 - 2.17. Donor 2: 1st inr: 1.7, 2nd inr: 1.9, 3rd inr: 137, ref: 2.08, bias threshold: 1.08 - 3.08. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time, as no product deficiency was established.